Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure (l2-l3). It was reported that the surgeon felt that all of the screws were placed inaccurately. The right side screws were lateral. The left were both medial. This as confirmed by taking a confirmation medtronic imaging spin after placement. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information was received. It was reported that the screws were placed in the following order: right (r) trajectory-rl2-rl3 and left (l) trajectory-ll2- ll3. It was reported that navigation showed no deviations from the plan and remained consistent throughout the case and there was no patient shift detected. The patient exhibited 0/4 twitches throughout the procedure. After confirmation that all four screws were placed inaccurately (all screws roughly 3.5-10 millimeters (mm) off from plan), the robotic assistance was aborted and all screws were removed. New screws were placed unilaterally on the right side only using intraoperative fluoroscopy. It was noted that all screws were eventually removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.